Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, two bd ultra-fine¿ nano pen needles 32g x 4mm were unable to inject insulin. The following information was provided by the initial reporter, translated from portuguese to english: the patient's son reports that his mother uses the bd ultrafine gt 4ml needle, saw that it was clogged, had to use three syringes to complete the application and mentions that his mother was harmed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that during use, two bd ultra-fine¿ nano pen needles 32g x 4mm were unable to inject insulin. The following information was provided by the initial reporter, translated from portuguese to english: the patient's son reports that his mother uses the bd ultrafine gt 4ml needle, saw that it was clogged, had to use three syringes to complete the application and mentions that his mother was harmed.